Manufacturer narrative:
Evaluation summary: the device returned with numerous kinks along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 9th distal stent segment with struts raised. A sheath of similar dimensions could not be loaded over the stent due to the raised struts. There was no damage to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor sprint drug-eluting stent to treat a lad lesion, lesion exhibited 80% stenosis, slight calcification and vessel tortuosity. The lesion was pre-dilated. The device was inspected with no issues noted. During the procedure, obvious resistance was encountered but excessive force was not applied. The stent could not cross the target lesion. The physician replaced the stent with another endeavor sprint stent (2.5 x 24mm) to complete the operation. No patient injury reported as a result of the event. When the device was returned to the manufacturing facility it was noted that the stent was deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.